Event description:
It was reported that the camera head did not work. It is unknown when the malfunction occurred. There were no reports of patient or user harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, g1, h3, h6. The device was returned to olympus for inspection and the reported failure was confirmed that the monitor was not displaying any image. In addition, the following reportable malfunctions were identified during the device evaluation: disconnected internal cable, cable failed leak test. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: monitor was not displaying any image due to a disconnected internal cable. The cause of the complaint and the additional findings is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.